Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during a laparoscopic sleeve gastrectomy procedure, the reload was not firing. Another reload was opened to complete the case. There was no patient injury.